Event description:
On (B)(6) 2012 the reporter contacted animas to report the pump delivered a 0.025 unit bolus that had not been programmed by the user. There was no reported patient injury associated with this inadvertent infusion issue. The technical support representative contacted the reporter to obtain information and to troubleshoot the pump; however was unable to reach her by telephone. As the issue was not resolved, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 02/03/2015 with the following findings: a review of the pump black box data revealed that data from the event date had been overwritten due to continued use. During testing, the pump was exercised for 24 hours with no duplicated un-programmed bolus deliveries. None of the keypad buttons tested to be hypersensitive in response. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. Additionally, the battery compartment was observed to be cracked.